Event description:
While the surgeon was using the ethicon suture assist endostitch, a piece of metal separated in the abdominal cavity- the surgeon saw the metal and retrieved it- another suture of the same brand and type was tested and it also separated in the same fashion (before it was used on the patient)-